Event description:
On (B)(6) 2014, the reporter contacted lifescan us alleging an unusual issue with the subject meter. The reporter mentioned that the subject meter indicated, ¿strip no good.¿ this complaint is being reported because the alleged issue remained unresolved at the time of the call as no troubleshooting could be performed. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If additional investigation occurs regarding this issue as a result of follow-up with the customer or product return, lfs (lifescan) will report the findings to the FDA in a supplemental report.